Manufacturer narrative:
D9 - date returned to mfg: 3/3/2025. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Review of the event history log (ehl) showed a high alarm. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was a unknown. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed and displayed a "check for empty tubing or reservoir" message on the screen. The continuous infusion rate was 3ml/hr, with a total reservoir volume of 140ml, and 45.8ml had been given. The air detector was off, and the upstream sensor was on. The infusion lasted for 46 hours, with a lock level set to code only. A closed system drug transfer (cstd) device was used to fill the cassette, and the pump was used to prime the extension tubing. The patient reported that the IV pump had been beeping since around 4:30 am. Attempts to resolve the issue over the phone were unsuccessful, and the patient was instructed to come into the office for troubleshooting. At 9:53 am, the patient arrived at the office, and the pump continued to alarm, indicating low reservoir volume in the bag or tubing. The pump read 94.4ml of chemotherapy remaining. The issue could not be resolved. The dressing was intact with the needle in place, the IV tubing was clamped, and a new pump was programmed and started to complete the treatment. The patient was instructed to return for disconnect one hour later to account for the infusion delays. The event occurred while in use with a patient at patient's home. There was patient involvement, and no signs of symptoms experienced.